Event description:
Customer reports that the end of the needle broke off during an inter-operative procedure. Boston scientific entered this issue after performing a search in FDA maude database. There are no supporting details. Date of event unk. No pt injury and/or intervention reported.

Manufacturer narrative:
Device sample not available for eval. Investigation report not available at the time of this report.